Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a heater bag that fell during a patient's therapy and disconnected from the cassette. The patient was in dwell at the time of the event and ended therapy following the disconnection. It was reported that the patient had poor motor skills and vision which led to an incomplete connection. Since the event, the patient has been continuing therapy and having someone else review their connections. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.